Event description:
Philips received a complaint on the v60 device, reporting a faulty navigation ring and the settings change spontaneously, without user command. The issue was discovered while the device was not in clinical use; there was no reported harm to user/patient. A philips remote service engineer (rse) evaluated the issue and determined replacement of the front bezels with navigation ring was the necessary correction. The repair is to be completed but which at this time is unscheduled.

Manufacturer narrative:
It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The repair was completed by replacing the front bezel without navigation ring. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.